Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The customer stated that he was in a coma at the time of admission. Prior to the event, the customer stated that his blood glucose at 3:00 am was 101 mg/dl, and at 6:30 am it was 156 mg/dl. The customer stated that he gave himself a bolus of 0.3 units at that time, and later, his wife found him unconscious and sweating profusely on the floor. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The customer stated that he had a CT scan while he was in the hospital, but did not know whether or not the insulin pump was exposed. Nothing further was reported.